Manufacturer narrative:
Product complaint # (B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what is the surgeons experience with the pvs device? He has good experience as he has been using the device for 3 years. What was the approximate width of the compressed vessel being firing on? 2 cm. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Yes. What were the clinical indications for reoperation? Very high blood pressure and signs of bleeding. Were there any staple formation issues noted throughout care of patient? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. How many hours post op did event occur? Right after the operation finished. Is the device available for analysis? No. What is the current patient status? Good.

Event description:
It was reported that during an vats right pneumoniectomy, the doctor used the pvs for stapling the pulmonary artery, the superior pulmonary vein and the inferior pulmonary vein. After the case had been finished,they noticed that patient¿s pressure has increased to reach 200. They opened the patient again and they found the chest was full of blood, the blood was coming from the inferior pulmonary vein as the staple line was opened from the top, he closed it by suture and finished the case.